Manufacturer narrative:
The insulin pump was received with a blank display due to a corroded electronic and motor assembly.

Event description:
It was stated that the insulin pump had wavy lines on the screen after the customer jumped into the pool while wearing the insulin pump. Advised that the insulin pump would be replaced. Nothing further was reported.